Manufacturer narrative:
Carefusion complaint number: (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit alarmed "vent inop" and "motor fault" during the pre-use checks. It was also noted that there was a "post dac or adc" error and "24v supply too low" error in the events log. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty resistor within the assembly (r 608). This issue will be internally investigated within carefusion.